Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation all over his back. The patient's doctor recommended removing the lifevest until the irritation healed and to take benadryl. The patient's irritation is improving and the patient plans to put the lifevest back on once the irritation is completely cleared up.